Event description:
Bleeding noted from around the drive line site, within the 36 hours prior to surgery. Pt also began experiencing an increased amount of pain and swelling. At the time of surgery, it was determined that the bleeding was occurring from the inflow conduit and a tear was noted as well.